Event description:
It was reported that the patient was admitted to the hospital with positive blood cultures/bacteremia. The patient received two weeks of antibiotic treatment and then the implantable pulse generator and leads were explanted. At the time of explant a transesophageal echocardiography (tee) noted vegetation on the tricuspid valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Products: 5076-58 implantable pacing lead 2006 (B)(6). (B)(4).